Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device cubie failed, preventing user from removing the required medications and causing delays.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer was failed to open. A field service engineer cleared a medication jam in main drawer 2.18 to resolve. The system functioned as intended after the field service engineer repaired the device.